Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room. It was suspected the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). In addition, there were occasional undersensed beats on ventricular fibrillation (vf) episodes. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.